Event description:
The customer reported a failure to demand pace during use. The unit was switched to the fixed mode pacing to resolve the issue. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported a failure to demand pace during use. The unit was switched to the fixed mode pacing to resolve the issue. No adverse pt impact was reported. On 02/19/09, the unit was evaluated at philips. The symptom could not be reproduced, the device passed all testing. It was noted that the customer was using 3 lead ECG cable and a pads cable that had been adapted by conmed corp to fit their test load and their pads. The event file from this incident was reviewed by philips. It appears that in demand mode, the pacing algorithm may have been identifying the p-waves as r-waves, thereby not initiating a pacer spike. The users did not switch ECG leads to identify a different morphology waveform that may have been interpreted differently by the pacing algorithm. We are considering this a user misunderstanding demand pacing and no malfunction.